Event description:
A journal article was obtained on 26-mar-2026 that reported a retrospective study from USA. The purpose of the study was to report on the results of rtsa using a single implant, porous-coated tm implant, from a single institution (university of california, USA) with a minimum follow-up of ten years. The study reviewed 60 reverse total shoulder arthroplasties (rtas) in 58 patients, including 57 with ases scores and 40 rtsas (38 patients) with radiographs. All procedures were performed between october 2007 and july 2013 using a zimmer trabecular metal reverse shoulder system. A deltopectoral approach was used along with a cemented tm-coated humeral component, tm-back glenosphere, two superior and inferior locking screws, and an elevated polyethylene liner. The study population had a mean age of 63.5 years at time of surgery (range, 56.5 to 72); 33 males/27 females; bmi average of 27.7 (range, 24.1 to 31.5). Follow-up was conducted for an average length of 11 years with a minimum ten-year follow-up. Watanabe s, kaibara t, feeley bt, zhang al, lansdown da, ma cb. (2025). Survival rate and outcomes of reverse total shoulder arthroplasty with a minimum ten-year follow-up using a trabecular metal implant. Bone jt open. 2025 oct 2;6(10):1171-1178. Doi: 10.1302/2633-1462.610.bjo-2025-0147.r1. It was reported through a journal article that a patient with nonunion after a fracture underwent reverse total shoulder arthroplasty and subsequently experienced a dislocation approximately two weeks postoperatively, requiring revision of the polyethylene liner. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). A2: mean age of 63.5 years at time of surgery (range, 56.5 to 72). D10: item # unknown, unknown bearing, lot#: unknown. G2: literature - watanabe s, kaibara t, feeley bt, zhang al, lansdown da, ma cb. (2025). Survival rate and outcomes of reverse total shoulder arthroplasty with a minimum ten-year follow-up using a trabecular metal implant. Bone jt open. 2025 oct 2;6(10):1171-1178. Doi: 10.1302/2633-1462.610.bjo-2025-0147.r1. H6: proposed component code - mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.